Event description:
It was reported that the atrial lead exhibited consistent low impedances and noise. No over- or undersensing has been seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead - (B)(6) 2002. (B)(4).